Event description:
It was reported to boston scientific corporation that an ultraflex esophageal ng covered stent was used during an ogds (oesophagogastroduodenoscopy) procedure for an intrinsic tumor due to mid esophageal cancer, performed on (B)(6), 2010. According to the complainant, after the stent was positioned via fluoroscopy, the surgeon pulled the outer ring to deploy the stent. Approximately halfway through deployment of the stent, there was resistance felt when pulling the string. The physician stopped pulling as he was concerned that he could break the string. The partially deployed stent and delivery system were removed from the patient. The procedure was completed with a non-bsc device, and the patient was discharged the same day. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable". Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal ng covered stent was used during an ogds (oesophagogastroduodenoscopy) procedure for an intrinsic tumor due to mid esophageal cancer, performed on (B)(6) 2010. According to the complainant, after the stent was positioned via fluoroscopy, the surgeon pulled the outer ring to deploy the stent. Approximately halfway through deployment of the stent, there was resistance felt when pulling the string. The physician stopped pulling as he was concerned that he could break the string. The partially deployed stent and delivery system were removed from the patient. The procedure was completed with a non-bsc device, and the patient was discharged the same day. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable". Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received (B)(6) 2010: the patient was male. The lesion was not predilated prior to the attempted stent placement. The stent placement procedure was indicated for a mid esophageal stricture with a measurement of 24cm on the ogds scope. The complainant reported that the deployment suture thread was not broken or caught on anything.

Manufacturer narrative:
(B)(4) - (stent, partially deployed). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal ng covered stent was used during an ogds (oesophagogastroduodenoscopy) procedure for an intrinsic tumor due to mid esophageal cancer, performed on (B)(6), 2010. According to the complainant, after the stent was positioned via fluroscopy, the surgeon pulled the outer ring to deploy the stent. Approximately halfway through deployment of the stent, there was resistance felt when pulling the string. The physician stopped pulling as he was concerned that he could break the string. The partially deployed stent and delivery system were removed from the patient. The procedure was completed with a non-bsc device, and the patient was discharged the same day. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable". Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received (B)(6), 2010: the patient was male. The lesion was not predilated prior to the attempted stent placement. The stent placement procedure was indicated for a mid esophageal stricture with a measurement of 24cm on the ogds scope. The complainant reported that the deployment suture thread was not broken or caught on anything.

Manufacturer narrative:
The returned device presented with the stent partially deployed by about 8mm. It was noted that the deployment suture was discolored along the crocheted stitches. Although it was possible to deploy the remainder of the stent, there was some bowing of the distal end of the delivery system. A tactile and visual examination of the stent revealed no anomalies. The condition of the returned device was consistent with the complaint of deployment issues. The most probable root cause of the issue has been labeled as design. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.